Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 369 mg/dl and 404 mg/dl the night prior to the call. Customer's blood glucose was 145 mg/dl at time of call. Customer was unable to troubleshoot. Customer will not be returning the device for analysis.